Manufacturer narrative:
The pod arrived fully deployed. A kink in the exposed portion of the soft cannula was observed. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: freestyle libre 2 plus please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 5 and 24 hours. The device was originally reported for pod customer not sure delivering insulin. As treatment, a new pod was applied. Investigation of the device found the exposed portion of the soft cannula was kinked.